Event description:
It was reported that the ICD could not be interrogated approx. 9 months after implantation. The ICD was explanted.

Manufacturer narrative:
The ICD and a fragment of the lead were returned and underwent extensive analysis. After its receipt, the ICD was first inspected visually. A spot of locally melted titanium was detected. In a next step, the ICD underwent an electrical check. Matching the clinical observation, interrogation of the ICD was not possible. Based on these results, it can be assumed that a shock delivery into an external low-ohmic shock path led to the observed sparkover traces and to damage to the electronic module, due to which the ICD could no longer be interrogated. Possible clinical complications that might lead to an external short-circuit are damages to the lead insulation, due to which a low-ohmic contact of the high-voltage conductors occurs. The returned lead was only available in fragments. It had been cut through 12 cm distal of the is-1 connector pin. Only the proximal fragment was available for analysis. The visual inspection showed multiple signs of abrasion along the fragment. Especially at the rv df-1 connector plug, the insulation was damaged due to fraying. This damage can be regarded as the cause of the complaint. The position and type of the fraying are characteristic for massive mechanical stress of the lead due to strong pressure onto the generator housing. The manufacturing process of the ICD and the lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test of the ICD documented proper device behavior. There were no indications of a material defect or manufacturing error.